Event description:
It was reported that a tech trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, the device was difficult to remove from the pt's artery. In accordance with the instructions for use, the access ports were used to remove the device from the patient's anatomy. Hemostasis was achieved with the clip. There were no reported adverse patient effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device revealed that the device was intact and the vessel locator wings were bent. However, as received the device was not in the dilator access port retracted state as all components, both external and internal, were in their proper post clip deployed positions. There was no other detected damage to the device other than the locator wings. It is possible the device may have been manipulated post procedure to return the thumb advancer to its full distal deployed position, but that could not be confirmed. A possible cause for the wings damaged condition may have been the compaction of tissue between the deployed locator wings and the distal end of the clip delivery tube is deployed through the tissue tract, bending the wings distally away from the operator. This condition can result in the inability of the locator wings to retract properly into the clip delivery tube after clip deployment, requiring the use of the dilator access port function and/or counter-traction and forceful removal from the patient, which may result in bent locator wings. There was no other damage or anomaly to the device and review of the device's lot history record did not produce any findings relevant to the report. Based on the investigation there was no mfg or quality issue and the root cause for the device's locator wings is related to the operational context in which the device was used.